Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient presented with st-segment elevation myocardial infarction (stemi), chest pain and st elevation. The patient was treated with three onyx frontier coronary drug eluting stents implanted in a mildly tortuous, moderately calcified lesion located in the mid left anterior descending (lad) artery. The devices were inspected prior to use with no issues noted. Negative prep was not performed. The devices did not pass through a previously-deployed stent. There was no resistance encountered when advancing the devices and excessive force was not used during delivery. The patient was also noted to have a right coronary artery chronic total occlusion (rca cto) with left to right collaterals as well as a low ejection fraction (ef). Ivus was performed after the stents deployment at nominal pressures and everything looked good. There were no issues noted during deployment of the stents. After the patient was transferred to ICU. The patient started to experience some back pain and became hypotensive throughout the weekend. The patient was brought to the cath lab on monday and it was determined that stent thrombosis was present in the three onyx frontier stents. Stent thrombosis was reported to be acute (0-24 hours post stent implantation) and there was vessel occlusion due to the thrombus. The patient was given asprin and plavix (dapt) after the first procedure, but the patient was thought to have been unresponsive to plavix. Integrilin was given to the patient. Angiogram and laser were performed. Two non-medtronic heart pumps were used to try and open the stent and stabilize the patient. The patient was sent back to the ICU and died 20 minutes after. The physician reported that they do not feel the stents contributed to this event and think this was due to patients overall health. The cause of death was reported to be due to stent thrombosis and no reflow. The patient had no previous percutaneous coronary intervention.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.